Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead; implant date: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and had high impedance and unable to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.